Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system unit, measured power supply current, and tested the system in minimal configuration. Upon troubleshooting, it was noted that the cmos battery voltage was low. Fse replaced cmos battery. System errors in the operating system's hard drive were repaired, restoring functionality. After replacing the cmos battery, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.